Manufacturer narrative:
H3: product analysis of part # 9561524, lot # my20f001 - visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the big knuckle handle was able to be tightened and loosened but the flex arm was not able to maintain the position once tightened. The small knuckle handle will hold its position once tightened. The internal locking mechanism seems to be worn from repeated use. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part # 9561524, lot # my20f001 - visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the big knuckle handle was able to be tightened and loosened but the flex arm was not able to maintain the position once tightened. The small knuckle handle will hold its position once tightened. The internal locking mechanism seems to be worn from repeated use. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a flex arm to be used for a mini transforaminal lumbar interbody fusion. It was reported that instrument cannot be fixed to arm. There was no patient involvement reported. No further complications were re ported/anticipated.